Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.